Manufacturer narrative:
(B)(4). Igtcfs-65-1-uni-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 18.38 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter (lot # e3344352) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 17.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 1.5 degrees. On (B)(6) 2015, unscheduled imaging (24 days post-procedure): site: grade 2 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1 = 12. Number of filter legs with grade 2 = 0. Number of filter legs with grade 3 = 0. Patient outcome: no information was provided yet, but have been requested.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-uni-celect-pt. (B)(4). Summary of investigational findings: image review finds filter tilt to an insignificant degree. Filter perforation of ivc is confirmed. The root cause for the tilt and perforation is unknown. The statement that the filter legs appeared outside of the column of contrast after deployment is found to be tenting. No patient symptoms are reported. Perforation is confirmed during implant. One primary leg extends greater than 3 mm outside the column of contrast, but less than 5 mm and likely not interacting with adjacent structures. The root cause is unknown, but filter perforation of the vena cava wall is a known risk reported in the published scientific literature, and the literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 18.38 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter (lot # e3344352) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 17.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 1.5 degrees. On (B)(6) 2015, unscheduled imaging (24 days post-procedure): site: grade 2 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1 = 12. Number of filter legs with grade 2 = 0. Number of filter legs with grade 3 = 0. Patient outcome: no information was provided yet, but have been requested.